Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a tubo-ovarian lysis procedure on (B)(6) 2019 and suture was used. Suture breakage occurred during the procedure. Changed another one to complete the surgery. There was no adverse patient outcome reported.